Event description:
During the procedure the tissue was sealed however the jaws of the device could not be opened. The surgeon had to cut the tissue around the jaws of the device to remove the instrument.